Manufacturer narrative:
The pump passed the displacement test. The pump was monitored for several days and no frozen screen was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected failed battery test, battery out limit or unexpected alarm clear anomalies noted. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed failed battery test and battery out limit. It was stated that after dance class, screen was frozen. They removed and reinserted the battery and received the failed battery test. Then changed the battery and the battery out limit alarm occurred which could not be cleared because the esc button did not seem to work. Blood glucose value was 97 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.